Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Approximately 3 weeks after the onset of peritonitis and hospitalization, the patient was discharged. The patient recovered from the peritonitis (previously recovering). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient had a break in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy while using unknown baxter pd disposables, which caused peritonitis. The peritonitis was manifested by abdominal pain and cloudy peritoneal dialysis (pd) fluids. The break in aseptic technique was further described as the caregiver not knowing the appropriate technique well. On the same day as the onset, the patient was hospitalized for peritonitis. Treatment was not reported. On an unreported date, the caregiver was trained by the nurse in the hospital on the proper aseptic technique. The patient remained hospitalized and was recovering from the peritonitis. No additional information is available.